Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed failed battery test during normal use. Customer's blood glucose was unknown. Troubleshooting was performed and the device alarmed again. Customer was advised to the device needed to be returned for analysis and customer agreed.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery, failed battery test or replace battery now alarms noted during testing or found at the downloaded insulin pump history. Power management tool has confirmed unloaded voltage and loaded voltage are within the specifications. The insulin pump had minor scratched display window and case.